Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that approximately thirty minutes after the implant of this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) noise was observed on the rate/sense channel which was oversensed. Pacing was inhibited which resulted in greater than two seconds of asystole. Additionally, the patient received an inappropriate shock. The pocket was reopened and the device was replaced, however loss of capture was noted on telemetry. Another manufacturer's lead was implanted along with the second device which resolved the clinical observations. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.